Manufacturer narrative:
D9: product received date 8/15/2025. H3/h6: one device was returned for evaluation of complaint that the device had a downstream occlusion (dso) error. No service record was found for the last 12 months. Review of event log found downstream occlusion alarm. Visual and functional testing was performed, and the error was replicated. Found defective dso sensor. The most likely cause of the report error is dso sensor. Replaced dso sensor to resolve reported error. This device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion error and lcd failure during pre-test. There was no patient involvement.